Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that insyte had a catheter tip integrity issue during use. The main observation is regarding teflon indemnity. Additional information received on 23mar2026 has the reported incident been observed before, during, or after use in the patient? A: the incident has been reported before and during use in patients, the first units were identified at the time of the intervention in patients, and later, upon review, units were identified before using them in patients. Has there been any damage to the patient's health? If yes, please explain it in detail. A: no harm has been caused to patients.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 38831714 and lot number 4288781. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, a probable root cause for the reported defect is related to the catheter tip formation process and maintenance request has been performed to mitigate the issue. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.